Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 12/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no evidence of loss of prime warnings; however, multiple unrelated cs 087 call service alarms were observed. During testing, the pump was powered on and emitted a cs 069 call service alarm that could not be cleared with a reboot. Further testing of the loss of prime complaint could not be completed. The cs 069 call service alarm is reflected in the black box as cs 087 and accounts for the failure of the same u39 component on the printed circuit board. The pump case was removed, and no intermittent conditions were found in the force sensor circuit.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.